Manufacturer narrative:
The complaint device was received and inspected. Visual observations revealed the metal faceplate separated from the active tip. Saline residue was spotted in the suction tube indicating the device was in used condition there are signs of activation on the active tip and noticeable surgical debris was discovered on the ceramic head which indicated this electrode was heavily used. The reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The likely root cause for this CAPA was identified as a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and c) misuse, (e.g. Extended activation or overloading of mechanical forces). However, the root cause for this incident cannot be precisely determined with the provided evidence. The CAPA has been closed due to a number of process improvements and design changes. The new design for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Both of the similar events for this lot of devices were reported by the same surgeon. The supplier's investigation found the occurrence rate of this failure with the new design to be lower than that of the old design. Therefore at this time no additional corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [MFR # 1221934-2018-10004].

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the metalclip in front of electrode is fallen down in the shoulder during the op. The procedure was completed with same like product with 120 minute delay. Additional information received via email from the affiliate on (B)(6) 2017. The sales rep replied: two patients, one tip per patient. Same procedures but on different date as stated in the form.